Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular lead had failure to capture. The device was reprogrammed to turn the lead off. The patient is enrolled in the system longevity study (sls). No patient complications have been reported as a result of this event.